Event description:
During laser lithotripsy, three pops were heard while in use with doctor. The laser rent technician removed the laser and inspected the wet towel where laser was resting and noticed the drapes had a burn hole. The doctor inspected and was able to continue. The drapes were removed and a small approximately 2x3 mm blanched area was found below the left knee.